Event description:
Consumer called. Standard strip (check strip) displays a warning message but still provides a glucose value with control solution.

Manufacturer narrative:
Meter out of calibration. Confirmed with optical reflectance tests. (B)(4).